Event description:
The customer reported, the unit will not power on. There was no patient involvement.

Manufacturer narrative:
Additional information added to: d8; e3: correction to g2: added healthcare professional. This device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was, due to the electrical failure of the keypad, unresponsive key. A review of the device history record showed, the device had a manufacture date of 08oct2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed for the sn#: (B)(6). Which confirmed, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the unit will not power on. There was no patient involvement.